Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge "sticks" when the customer is loading a cartridge. The customer declined to provide further information regarding the event. No reported adverse impact to the customers' blood glucose.